Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that two ophthalmic handpieces exhibited inconsistent performance during cataract procedures across cases with similar parameters. Sudden surge was observed, and phacoemulsification power delivery was inconsistent in both ultrasound and continuous torsional modes. Patient impact has not been provided. Additional information has been requested but is not available at the time of this report. This report pertains to two of two reports from the same facility.